Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found that the reported event. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus europa se & co. Kg (oekg), it was found that there was dirt inside the light guide lens of the subject device, and also that the forceps elevator of the subject device was corroded. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported dirt inside the light guide lens could not be conclusively determined. However, based upon the information from oekg and similar past cases, omsc surmised that this phenomenon was attributed to the dirt invasion into the inside of the light guide lens from the gap on the adhesive around the light guide lens. The exact cause of the adhesive gap could not be conclusively determined, but there was the possibility that the adhesive gap was attributed to the physical stress, the chemical stress, the storage environment, the improper reprocessing, and so on. In addition, the exact cause of the reported forceps elevator corrosion could not be conclusively determined. However, based upon the information from oekg and similar past cases, omsc surmised that this phenomenon was attributed to the moisture invasion into the inside of the forceps elevator from the watertight damaged area. The exact cause of the watertight damage could not be conclusively determined, but there was the possibility that the adhesive gap was attributed to the physical stress, impact, and so on. If additional information is received, this report will be supplemented.